Event description:
Related manufacturer reference number: 2017865-2021-30556. Related manufacturer reference number: 2017865-2021-30558. It was reported that the patient presented for follow up with an infection of the device pocket. The implantable cardioverter defibrillator, right ventricular and right atrial leads were explanted. There were no further adverse patient consequences reported.